Manufacturer narrative:
E1: patient city: el vendrell. Patient country: spain. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set tape was not sticking resulted in cannula fell off on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with pump.